Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery indicator signifying that it is time for device replacement and pacing capture threshold in the rv (right ventricle) was intermittent.

Event description:
It was reported that the patient was not feeling well. The patient experienced dizziness and then had a syncopal event. Emergency medical services was notified. When the patient arrived in the emergency room she was asystolic and resuscitation efforts were unsuccessful. A device check was done after the patient had expired at the request of the cardiologist and the implantable pulse generator (ipg) was at elective replacement indicator (eri); battery voltage was 2.61v. A pacing problem was suspected.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).